Event description:
It was reported that the device showed noise on the ventricular channel due to a loose set screw. The set screw was tightened and the noise issue was resolved. Device remains implanted. Patient condition is good.